Event description:
It was reported that a patient was experiencing pain at the generator site whenever pressure was applied to that area. There were no reports of trauma or manipulation to the device. The neurologist believed the pain was related to the device and has referred the patient to a surgeon for re-positioning of the device. Surgery is likely, but has not occurred.